Event description:
It was reported that the patient experienced poor vision due to lens vaulting. The lens was explanted and replaced. It is to be noted that the replacement lens was a crystalens of different model and different diopter power than the lens that was initially implanted.

Manufacturer narrative:
The lens was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.